Event description:
It was reported the patients right side lead had migrated resulting in ineffective and uncomfortable stimulation. Investigation was unable to determine which lead had migrated.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000154907. Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the leads were explanted and replaced to address the issue. Effective stimulation was restored.